Manufacturer narrative:
Do not remove a used cartridge from the pump or load a new cartridge until prompted on the tandem mobi mobile app. Failure to do so may result in damage to the pump or possible over or under delivery of insulin. Always disconnect your infusion set before removing the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not following the correct cartridge load steps, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy.